Manufacturer narrative:
After multiple unsuccessful attempts to contact the customer regarding the status of the device, it is unknown if the device will be repaired and returned to service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was not reading an ECG signal through the paddles lead. Without this functionality, the device would not have the ability to function in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.